Event description:
A malfunction was reported with a displayed code, but no notable events occurred prior to this. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no serious impact. Technical support decided to replace the pump as the malfunction code was not resettable. The customer reverted to manual injections for insulin therapy.